Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro ii packaging was opened, the heater wire was noted to be protruding from the jaws. This device was never used on the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects maquet cardiovascular is awaiting the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4). Items marked "ni" are unknown to us at this time.